Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 12 devices were received. 1 device was evaluated using data provided by the user or third party. 4 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 8 devices: wear problem / bearings. 1 device: degradation problem identified, wear problem / bearings. 4 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 4 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 12 devices: scrapped by stryker. 1 device: product not received. 4 devices: product disposition is not yet determined. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 17 events for the failure: detachment of device or device component. - 10 events had problem identified during non-clinical procedure; there was no patient involvement. - 6 events had no health consequences or impact. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.